Manufacturer narrative:
The unit passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test. All operating currents were within specification. The unit was monitored for 24 hours and no blank display, failed battery test alarm, or battery out of limit alarm were found. All operating currents were within specification. No unexpected low battery or off no power alarms were found. No c13 isolation tape damage on the lcd board was found. The unit was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a stained end cap sticker, and corroded battery tube threads.

Event description:
The customer called to report that while she was sleeping her blood glucose level rose to 510 mg/dl and the insulin pump did not alarm her. The customer checked the alarm history and found 2 failed battery test alarms and 1 battery out limit alarm. The customer requested that the device be replaced because she did not feel safe. The insulin pump was replaced and returned for analysis.